Manufacturer narrative:
The device is used for treatment, not diagnosis. This instrument is not intended to be implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and not part lot number was provided. Placeholder.

Event description:
It was reported on (B)(6) 2013 that the drill bit broke at the distal end while the surgeon was performing an open reduction internal fixation procedure. Technique was used to complete the procedure; however, a piece of this drill bit remains in the patient. There were no delays in completing the procedure and the treatment was successfully completed with no injury to the patient. The surgeon has no plans to remove the fragment or to perform a revision procedure for the patient since no medical intervention was required. No additional information has been provided. This is report 1 of 1 for complaint (B)(4).